Event description:
It was reported that; during avs navigator surgery, it was found that the cage position is out of the vertebral body to the ventral side after the surgeon inserted the cage to the patient without x-ray. The surgeon tried to remove the cage with forceps but it was impossible. After that the cage was completely falling off to the ventral. Finally, the cage was removed with laparotomy.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no manufacturing issues found. Conclusion: the plausible root cause of this event is the surgical technique and too much impaction during the insertion.

Event description:
It was reported that; during avs navigator surgery, it was found that the cage position is out of the vertebral body to the ventral side after the surgeon inserted the cage to the patient without x-ray. The surgeon tried to remove the cage with forceps but it was impossible. After that the cage was completely falling off to the ventral. Finally, the cage was removed with laparotomy.